Event description:
It was reported that the lead was explanted due to oversensing, high threshold and high impedance. The lead was discarded. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023, recorded the rv pacing impedance with a gradual increase from 1,500 ohms onto 1,900 ohms. The rv pacing threshold was not recorded. The rv sensing amplitude rose gradually from 15 mv onto >20 mv. The shock impedance was recorded fluctuating around 75 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.